Event description:
The pt reported that he began to experience tinnitus with and without device use in 2006. Since then, the tinnitus has become "stronger" when he uses the cochlear implant system. He requested that the device be explanted, which was done in 2007. The pt was not reimplanted.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.